Event description:
Complainant alleged that during biomed testing the device displayed a 'paddle short" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Customer indicated that they isolated the fault to the multi-function cable and the multi-function cable was replaced to resolve the reported malfunction. The suspect multi-function cable was discarded by the customer. No prod is being returned to zoll medical corp for eval.